Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 5/27/2021. The following information was requested, but unavailable: the patient demographic info: age, weight, bmi at the time of index procedure. Name of initial surgical procedure. The diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? What are the patient comorbidities/concomitant medications? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? When was the mesh exposure first noted by a physician? Describe the medical/surgical intervention for exposure and stress incontinence including dates and surgical findings? Has incontinence changed from pre-surgery condition? Is incontinence worse, better, or returned to the same? Product code and lot#. What is physician¿s opinion as to the etiology of or contributing factors to the mesh exposure and stress incontinence? What is the patient's current status? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure, name of initial surgical procedure? The diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? What are the patient comorbidities/concomitant medications? The initial approach for the index surgical procedure? Any concurrent procedure/ device implantation? Were there any intra-operative complications? When was the mesh exposure first noted by a physician? Describe the medical/ surgical intervention for exposure and stress incontinence including dates and surgical findings? Has incontinence changed from pre-surgery condition? Is incontinence worse, better, or returned to the same? Product code and lot #? What is physician¿s opinion as to the etiology of or contributing factors to the mesh exposure and stress incontinence? What is the patient's current status? Event related to tvt device on (B)(6) 2000 reported via mw # 2210968-2021-03621, event related to tvt device on (B)(6) 2000 reported via mw # 2210968-2021-03622, event related to tvt device on (B)(6) 2000 reported via mw # 2210968-2021-03623, event related to tvt device on (B)(6) 2003 reported via mw # 2210968-2021-03624, event related to fascial sling on (B)(6) 2003 reported via mw # 2210968-2021-03625.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2000 and the mesh was implanted. It was reported that the patient had a minor vaginal exposure and it was covered on (B)(6) 2000. Additional information was requested.